Event description:
Pt had groshong placed surgically in 2001. Each time received chemotherapy, pt would experience fever episodes. Two months later, pt experienced head and neck edema. Groshong was noted to have leaking in the catheter in between the insertion site and where the lumen splits. The leak is not in either lumen/port.